Event description:
It was reported that the patient was presented to the emergency room (ER) with syncope and long heart rate pauses. A lead integrity alert (lia) had triggered on the right ventricular (rv) lead. It was found that the right ventricular (rv) lead was oversensing with pacing inhibition and noise with short v-v episodes recorded on the electrocardiogram. The lead was suspect of a fracture. The patient was taken to the cath lab and a temporary pacemaker was placed on the patient. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.